Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had not used the pump in approximately two months and the pump battery had become completely depleted. When the customer was ready to use the pump again, the pump could not be turned on. Despite leaving the pump charging for the entire day, the pump still was unable to be turned on. The pump screen would appear to illuminate; however, would immediately turn back off. There was no impact to the customer's blood glucose level.